Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a failed transmitter error could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage passed. . Performed share log review and no data found. Performed pairing test with nordic bluetooth device and device passed. Performed bin file analysis: passed. The reported event of a failed transmitter error was not confirmed. The root cause could not be determined.